Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as the best estimate based on article information. Block g3: literature source. Journal article: literature: lischalk, j. "Pd15-12 impact of MRI detected hydrogel spacer rectal wall infiltration on radiation-related toxicity following 5-fraction prostate stereotactic body radiation therapy. Podium session 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
Boston scientific corporation became aware of multiple events performed between (B)(6) 2020 and (B)(6) 2021, through the article literature: "pd15-12 impact of MRI detected hydrogel spacer rectal wall infiltration on radiation-related toxicity following 5-fraction prostate stereotactic body radiation therapy, presented by jonathan w. Lischalk. There were 336 patients who received hydrogel spacer placement prior to being treated with 5 fractions of stereotactic body radiation therapy (sbrt). Magnetic resonance imaging (MRI) scan was performed for each patient, the imaging was used to evaluate the following spacer parameters: prostate -rectal distance was measured at the level of the prostatic apex, midgland, and base. Symmetry of rectal spacer was measured using right or left lateralization from midland. The degree of rectal wall invasion was categorized as follows: none, muscular, submucosal, and intraluminal. There were n=83,25 of patients had hydrogel infiltrated into the muscular, n=21,6 of patients had evidence of hydrogel invasion submucosally and n=3,1 of patients had hydrogel invasion through the entire rectum into the luminal space. It was concluded that spacer rectal wall invasion was observed in 32% of the cases and only 7% of the patients demonstrated rectal invasion beyond muscularis. There were no reported patient complications as a result of this event.